Event description:
Customer reported that they changed their infusion set and now has a black dot on the screen of the insulin pump. Customer also received a no delivery alarm after the priming process. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.